Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently filled the infusion set tubing while connected and 12 units of additional insulin was delivered. Food was consumed to counteract the additional insulin that was delivered. Blood glucose (bg) was 68 mg/dl and customer went to the emergency room (ER). Blood work was perform and intravenous fluids were administered. After 5 hours, customer left the ER in good condition. Bg was 120 mg/dl.